Manufacturer narrative:
Although a specific root cause was not identified, analysis of the information provided indicated a pre-analytic issue might have caused the low hcg result. The customer is using a 10 minute clotting time which is likely insufficient for the tube type used. Analysis of calibration, control and instrument data pre and post event did not indicate an issue. No further adverse events were reported.

Event description:
The customer reported that the system did not boot up. The indicator at the rear of the work station displayed a different image each time.

Event description:
The user received a questionable result for human chorionic gonadotropin (hcg+b) on the cobas e411 disk analyzer for one patient sample. The initial hcg+b result run from an aliquot prepared from the primary sample tube gave < 0.001 miu/ml. This result was accompanied by a data flag and was reported outside the laboratory. The patient questioned this result and on (B)(6) 2010 the patient had a second sample collected at another laboratory and this sample was tested yielding a hcg+b result of 3950 miu/ml. The analyzer or method used for testing at this laboratory was not provided. The user was notified of the difference in hcg+b results for this patient. On (B)(6) 2010 the user pulled the initial primary sample tube and sent this sample out to a different hospital laboratory for testing on a cobas e411 analyzer which gave a hcg+b result of 186.0 miu/ml. This result was accompanied by a data flag. No adverse event has been alleged regarding this event. The hcg+b reagent lot number was 15739702. The user declined a field service dispatch due to the field service representative was on site on (B)(6) 2010 and performed preventative maintenance, replaced the measuring cell and upgraded software on this cobas e411 analyzer. The user reports no new events of this nature and declined further follow-up.